Event description:
The field service rep (fsr) reported during preventative maintenance (pm) of the device , when the unit was heating to 41 degrees c, the unit gave an "e03" alarm and the "over temp" came on at 39.8 degrees c. This should not happen until 42 degrees c. Since this event was during pm, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The reported complaint was confirmed. The field service rep (fsr) replaced the d/c control board in the unit. With the board replaced, the unit operated to MFR specifications and was returned to clinical use. Preventative maintenance was performed after the board was replaced. The suspect component was returned to the MFR for further eval.